Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the pull and hold test failed twice, so it was placed in the third deployment. After flushing the tether of the delivery system (ds), the side with high resistance was cut and then pulled, but there was strong resistance, and the threshold increased and non-capture was observed. The leadless ipg was initially repositioned. Both the leadless ipg and ds were later attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra-delsys <model #: mc1avr1-delsys / expiration date: 04-feb-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation : <no> dev rtn to MFR? <no> device mfg date: 09-jul-2021, labeled for single use : yes. If information is provided in the future, a supplemental report will be issued.